Manufacturer narrative:
(B)(4). The device was returned for evaluation. The DHR review showed no abnormalities related to the reported failure. A detailed evaluation and functional testing of the returned unit showed that the lock has up and down movement and the teeth are grinding when rotated. The definite root cause cannot be reliably determined. The observed condition is likely caused by wear and tear or improperly handling of the device. The reported complaint was confirmed from the evaluation. No further investigation required based on the acceptability of risk and no adverse tends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the locking mechanism of the a3059 mayfield composite series skull clamp was not working properly. The device was in contact with the patient. There was no patient injury or delay in surgery.